Event description:
Dealer states nozzle is broken. A call was placed for information it was learned that the tubing gets brittle and then the nozzle breaks off. No injury.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1031452-2012-00414. This was a non reportable complaint. The nozzle on an irc5po2 concentrator allegedly broke off. The unit was sent to invacare for repair. This is not a lift support / sustaining device. The user has an alternate source of oxygen to utilize while repairs are being made to their main unit.